Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified ventriculoatrial shunt. A 5.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilation. However, on the first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was removed without problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was good.